Event description:
The facility's biomedical engineer reported an infusion pump with a 550:320:831:0000 failure code on power up. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.